Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an implantable cardioverter defibrillator would not communicate via telemetry wand. The device was found to be in backup vvi and the engineering menu could not be accessed. The physician opted to explant the device. During explant procedure, the device gave out an inappropriate high voltage (hv) shock. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a component failure . The device was tested on the bench. It was noted that the device entered bdfo (back-up defibrillation only mode) and one of the internal voltage supplies, vddx, was unstable due to a voltage regulator failure on the u2 ic (integrated circuit). The cause of the bvvi was u2 failure. There was also a complaint of inappropriate therapy. Analysis confirmed the inappropriate therapy occurred while the device was in bfdo mode. Since the device entered bdfo mode due to the u2 failure, the cause of the inappropriate therapies was also due to the u2 anomaly.